Event description:
It was reported the lesion in the left main ostial exhibited 80% stenosis. An endeavor stent 3.0 x 15mm was implanted. It was reported at the 30 day follow-up completed with no issues. Myocardial infarction occurred on 38 days post stent implant, due to stent thrombosis. The location of mi is in the anterior. The investigator performed a ptca revascularization in left main ostial on 30 may. There was report of a relationship between the event and the endeavor stent. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval: results: (lack of info). Conclusion: (lack of info).